Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the routine pulse generator changeout, the right ventricular lead exhibited high capture threshold and no sensing. The lead was capped and replaced on (B)(6) 2018 and the patient was stable throughout and after the procedure.